Manufacturer narrative:
A compressor to backplane power cable assembly and compressor assembly were returned to covidien/medtronic¿s product analysis. A visual inspection of the returned components was performed and the cable protective sleeve had been pulled out from the connector, no notable anomalies were observed on the compressor assembly. The returned components were installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the compressor to backplane power cable assembly was isolated to the damage observed to the cable and would have been caused by incorrect removal methods as the cable was being disconnected from the compressor unit. The compressor assembly was isolated to the compressor motor controller printed circuit board. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, the compressor on a 980 ventilator became inoperable. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.